Event description:
The customer reported that the image became very grainy in the middle of a case. The facility did indicate that the system was under heavy use and the tubes were hot.

Manufacturer narrative:
The service rep checked the system image resolution and at normal the resolution then checked the system tracking with copper filters, the tracking were all high for this system. System operates as intended.